Manufacturer narrative:
Qn# (B)(4). Medwatch report number #: mw5157155. The reported complaint of "pump kept alarming for timing problems and rapid gas loss" is not able to be confirmed. No iabp part or recorder strip was returned to teleflex chelmsford for investigation. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported via medwatch "intra-aortic balloon pump (iabp) kept alarming for timing problems and rapid gass loss. Iabp kept going into stand-by mode causing cardiac arrest with prolonged resuscitation attempts requiring ECMO cannulation. Resuscitation attempts requiring extracorporeal membrane oxygenation (ECMO) cannulation". No additional information surrounding this issue is available from the customer.

Event description:
It was reported via medwatch "intra-aortic balloon pump (iabp) kept alarming for timing problems and rapid gass loss. Iabp kept going into stand-by mode causing cardiac arrest with prolonged resuscitation attempts requiring ECMO cannulation. Resuscitation attempts requiring extracorporeal membrane oxygenation (ECMO) cannulation". No additional information surrounding this issue is available from the customer.

Manufacturer narrative:
(B)(4). Medwatch report number #: mw5157155.